Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 81-year-old male noted as high risk percutaneous cardiac intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. The complainant reported the patient had signs of hemolysis, which were amber urine and labs elevated. Patient on continuous venovenous hemofiltration. The cause of acute hf remains unclear, possible delayed covid myocarditis. The impella device was positioned well and confirmed with echo. No blood products were given to the patient.

Manufacturer narrative:
The investigation into the hemolysis has been completed. The product and data were not returned for review. The root cause of the hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.